Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer changed out pump supplies. Customer alleged pump was not functioning properly and declined tandem technical support's offer to troubleshoot. Customer's blood glucose was 380 mg/dl. Customer reverted to using manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. The alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. A different issue was identified.